Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and customer was hospitalized. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had lack of occlusion alarm prior to diabetic ketoacidosis. The customer stated that the insulin pump had failed insulin delivery alarm. The insulin pump will not be returned for analysis.